Event description:
Additional information received indicates that the patient underwent surgical intervention on (B)(6) 2021 where 2 additional leads were implanted. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient never received effective therapy. Reprogramming did not resolve the issue. As a result, the patient underwent a successful lead trial, and surgery may occur to further address the issue.